Manufacturer narrative:
The pump was received with blank display due to corrosion on lcd board. The pump was unable to perform idle current test, run current test, and self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump had blank display. The customer states the pump is cracked at the battery compartment. The customer's blood glucose level was 375mg/dl. The customer states their levels had been as high as over 600mg/dl and as low as 49mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.